Manufacturer narrative:
Vyaire medical file identification: (B)(4). A third party service technician evaluated the ventilator. The service technician was unable to duplicate the stated problem. Problem identified during service was pigtail is damaged, wires showing around the strain relief. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported repeating high peep/flow minute alarm issue on the ltv 1200. At this time, there is no information regarding patient involvement associated with the reported event.